Event description:
The patient's legal guardian reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. During this time, the pod reportedly began leaking insulin, and upon closer inspection, the cannula was found to be dislodged from the infusion site (abdomen), although the adhesive remained intact. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.